Event description:
According to the initial information received, this male patient whose patent foramen ovale was balloon-sized to 15mm was implanted with a 14mm amplatzer septal occluder (aso). About 12 hours post-implant, the aso was found embolized. On (B)(6) 2011, the patient returned to the cath lab for percutaneous retrieval of his aso. The patient was stable and the physician discussed the possibility of another implant attempt.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (aug-2016). Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.